Manufacturer narrative:
Procedure/medical information review: six radiographic images are supplied. They are not labeled as to date or time, and their quality is moderate at best. They are cropped and I cannot tell if they are of the right or the left ica; I think it is the left ica. Image_1: ap oblique subtracted ica roadmap with contrast, very cropped. A web is barely seen in a small acom aneurysm. It is still attached to the pusher. The via is at the base of the web. I do not see the web well enough to comment about its relationship to the neck of the aneurysm and the origins of both a2s. Image_2: same as image 1, but different oblique. Image_3: same as images 1 and 2, but different oblique. Image_4: ap oblique subtracted ica roadmap with contrast, very cropped. The web is detached and has shifted 90 degrees inside the aneurysm; the via catheter has been removed. Again, I cannot determine the relationship of the web to the neck of the aneurysm and the a2s. A microcatheter is about 3 cm into one of the a2s, and there is a radiopaque structure inside the microcatheter (presumably the pegasus stent mentioned in the complaint, or a guidewire). Image_5: same as image 4, but different oblique. Image_6: ap oblique ica subtracted dsa, with contrast. A stent has been deployed from one a2 to the a1. The a1/a2 junction is wide open, web is in the aneurysm, sideways, as previously described. There is minimal flash filling of the jailed acom and contralateral a2. These images match the event description narrative of the complaint, where the web shifted 90 degrees during manipulation because of difficulty detaching, ended up protruding into the parent vessel, and required bailout stenting to preserve the parent vessel. The images do not explain the cause of the difficult detachment. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device the detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. Verify the embolization device position before pressing the detachment button. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. Verify the position of the embolization device angiographically through the guide catheter. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Investigation conclusion: these images match the event description narrative of the complaint, where the web shifted 90 degrees during manipulation because of difficulty detaching, ended up protruding into the parent vessel, and required bailout stenting to preserve the parent vessel. However, the images do not explain the cause of the difficult detachment. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Device remains implanted.

Event description:
It was reported that the web sl device was used to treat an anterior bifurcation aneurysm. The web was placed in the aneurysm and attempted to be detached, the device did not detach despite multiple detachment attempts. During the detachment attempts there was movement of the pusher wire, and this resulted in dislocating the web device from its prior position. It rotated approximately 90 degrees inside the aneurysm. The angio pictures showed an inflow of the aneurysm. One of the shoulders of the web device was protruding inside the parent vessel. A thrombus formed at the contact between web and the anterior artery. The thrombus was solved with 5.000 i.e. Heparin successfully. It was decided to implant a stent at the neck of the aneurysm. The implantation of a pegasus stent was successful. The inflow to the aneurysm was stopped almost completely. The patient's medication will be ass + plavix over the next three months. After the three months an angio will be performed to check the status of the aneurysm. The patient is doing well. No injury caused by this issue.